Event description:
Case description: since last submission the case has been updated with the following. Expected date of fu report extended by 15 days in EU/ca tab. Narrative updated accordingly.

Event description:
Since last submission the case has been updated with the following. Expected date of fu report extended by 15 days in EU/ca tab narrative updated accordingly.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the patient was hospitalized in local for diabetes adjustment in (B)(6) 2025 [diabetes mellitus inadequate control] injection stuck while using the novopen 3 [device mechanical issue] injection issue persisted [device malfunction] novopen 3 (over nine years old) [expired device used]. Case description: this serious spontaneous case from china was reported by a consumer as "the patient was hospitalized in local for diabetes adjustment in (B)(6) 2025 (diabetes mellitus inadequate control)" with an unspecified onset date , "injection stuck while using the novopen 3(device mechanical jam)" with an unspecified onset date , "injection issue persisted(device malfunction)" with an unspecified onset date, novopen 3 (over nine years old) (expired device used) with an unspecified onset date and concerned a elderly female patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "device therapy", , tresiba penfill (insulin degludec 100 u/ml) from unknown start date for "drug use for unknown indication", the patient's height, weight and body mass index were not reported current condition: diabetes mellitus (type and duration not reported) procedure: patient needed to be hospitalized for diabetes adjustment every once in a while. Since an unknown date the patient was experiencing injection stuck while using the novopen 3 (over nine years old). After following the hotline's troubleshooting instructions, the injection issue persisted. The customer requested after-sales service. During the conversation, the customer mentioned that on an unknown date in (B)(6) 2025 the patient was hospitalized (details not reported) in local for diabetes adjustment. Before hospitalization, the patient used novopen 3 and tresiba penfill. Batch numbers: novopen 3: tug0257. Tresiba penfill: not available. Action taken to novopen 3 was not applicable action taken to tresiba penfill was not reported. The outcome for the event "the patient was hospitalized in local for diabetes adjustment in (B)(6) 2025 (diabetes mellitus inadequate control)" was not reported. The outcome for the event "injection stuck while using the novopen 3 (device mechanical jam)" was not reported. The outcome for the event "injection issue persisted (device malfunction)" was not reported. The outcome for the event "novopen 3 (over nine years old) (expired device used)" was not reported reporter's causality (novopen 3) - the patient was hospitalized in local for diabetes adjustment in (B)(6) 2025(diabetes mellitus inadequate control): unknown injection stuck while using the novopen 3(device mechanical jam): unknown injection issue persisted (device malfunction): unknown novopen 3 (over nine years old) (expired device used): unknown. Company's causality (novopen 3) - the patient was hospitalized in local for diabetes adjustment in (B)(6) 2025(diabetes mellitus inadequate control): possible injection stuck while using the novopen 3(device mechanical jam): possible injection issue persisted (device malfunction): possible novopen 3 (over nine years old) (expired device used): possible. Reporter's causality (tresiba penfill) - the patient was hospitalized in local for diabetes adjustment in (B)(6) 2025(diabetes mellitus inadequate control): unknown injection stuck while using the novopen 3(device mechanical jam): unknown injection issue persisted (device malfunction): unknown novopen 3 (over nine years old) (expired device used): unknown. Company's causality (tresiba penfill) - the patient was hospitalized in local for diabetes adjustment in (B)(6) 2025(diabetes mellitus inadequate control): possible injection stuck while using the novopen 3(device mechanical jam): possible injection issue persisted (device malfunction): possible novopen 3 (over nine years old) (expired device used): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information could be obtained. Preliminary manufacturer comment: (B)(6) 2025: the suspected novopen 3 device has not been returned to novo nordisk for assessment, so no determination regarding its functionality has been made. Given that the device is nine years old, it is considered expired, and its proper functioning cannot be guaranteed.

Event description:
Case description: investigation results: novopen 3, batch number: tug0257. The reported batch number was not valid. No conclusion could be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: tresiba penfill 100u, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. No further information could be obtained. Since last submission the case has been updated with the following final report ticked and expected date of fu report removed malfunction updated to no, is non-reportable field updated to no in-device tab bcdg codes updated in device addendum investigation results updated in qc results and qc comment narrative updated accordingly. Final manufacturer comment: 26-mar-2026: the suspected novopen 3 device has not been returned to novo nordisk for assessment, so no determination regarding its functionality has been made. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Given that the device is nine years old, it is considered expired, and its proper functioning cannot be guaranteed. H3 continued: evaluation summary. Novopen 3, batch number: tug0257. The reported batch number was not valid. No conclusion could be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.